Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level; cause was not known. On (B)(6) 2026, the customer went the emergency room (ER) with a blood glucose level of 471 mg/dl and ketones. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy. System check with tandem technical support confirmed the pump was functioning as intended.